Event description:
The actual residual volume was less than the expected residual volume on several occasions. In (B)(6) 2009, the expected was 2.5 ml and the actual was 0 ml; in (B)(6) 2009, the expected was 6 ml and the actual was 2.8 ml; in (B)(6) 2010, the expected was 5.7 ml and the actual was 2.8 ml. On (B)(6)2010, the expected was 7 ml and the actual was 0.4 ml. It was reported on (B)(6)2010, the patient experienced nausea, anxiety, itching, yawning, and a metallic taste in mouth. There were no pump alarms. No diagnostic studies were performed. No therapeutic bolus was given. Pump reports were not obtained. The patient was scheduled for pump replacement. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)